Manufacturer narrative:
Additional information was received that the physician believed that the slow heart rate was due to non-device related issue, and the headache and block out were due to the device. With regards to device not working, it referred to not giving the patient enough pain relief.

Event description:
A report was received that the patient's stimulator was not working and the stimulation was causing headaches. It was also reported that the patient was admitted in the hospital for blacking out and a slow heart rate. It was not known if these were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's stimulator was not working and the stimulation was causing headaches. It was also reported that the patient was admitted in the hospital for blacking out and a slow heart rate. It was not known if these were device related. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s stimulator was not working and the stimulation was causing headaches. It was also reported that the patient was admitted in the hospital for blacking out and a slow heart rate. It was not known if these were device related. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.